Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional narrative: visual examination of the sample confirmed a ruptured reservoir. No other observation was noted on the sample. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. A tier ii corrective and preventive action (CAPA), im-CAPA-(B)(4) was opened to investigate the root causes that led to this failure mode.

Event description:
Baxter (B)(4) received a report that one (1) ce basal/bolus infusor had a ruptured reservoid. There was no report of patient involvement, injury, or medical intervention. No additional information is available.